Event description:
It was reported that episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed through a merlin.net alert. Recommended programming changes were made and everything was fine.

Event description:
New information received notes that non-sustained lead noise due to post-paced twave oversensing was observed via a merlin at home transmission. Programming changes were made and device remains implanted.

Manufacturer narrative:
(B)(4).